Manufacturer narrative:
Concomitant medical products: revitan, distal part, curved, uncemented, 16/260; catalog no#: 0100406316 ; lot#: unknown cocr head, xl¸ 28/+8, taper 12/14; catalog no#: 0101012288; lot#: unknown. Therapy date: (B)(6) 2015. The manufacturer received surgical reports for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to stem loosening.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, g4, g7, h10 DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for these item numbers. Result: issue evaluation request is not required. Review of event description: it was reported that the patient was implanted with revitan stem on (B)(6) 2014 and underwent revision surgery on (B)(6) 2015 due to loosening. Review of received data: - implanation surgical report dated (B)(6) 2014: revision surgery, implantation of revitan stem. Prior to this, patient had suffered a periprosthetic fracture. No intraoperative complications are noted. Patient is advised to stay in a wheelchair for 8 weeks. - hospital release letter, dated (B)(6) 2014: patient is obese. Patient is advised to stay in a wheelchair for 8 weeks. - revision surgical report dated (B)(6) 2015: indication: subsided revitan stem. Intraoperatively, stem found to be loosened and can be removed without any effort. Implantation of a new revitan stem. No intraoperative complications are noted. - hospital release letter, dated (B)(6) 2015: patient is advised to partial weight bearing (max 20kg). No indications for an infection. Devices analysis - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary the investigation results did not identify a non-conformance or a complaint out of box (coob). As no x-rays have been received, neither the patient's bone quality nor the correct implant positioning can be assessed. Moreover, it remains unknown, whether the patient adhered to the rehabilitation protocol. A further contributing factor might be the patient's obesity. Therefore, based on the available information, we were not able to identify an exact root cause for the loosening and subsidence of the revitan stem. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).